Manufacturer narrative:
(B)(4).

Event description:
The customer reports an air leak from the catheter of the "catheter-over-needle" during insertion. The user was not able to pull the plunger of the syringe and blood could not drain into the syringe barrel. A new kit was used.

Manufacturer narrative:
(B)(4). The customer returned a catheter-over-needle assembly for evaluation. The assembly was returned with the catheter partially advanced over the needle. Dried blood was observed on the components. Visual examination of the introducer catheter revealed that the catheter body is deformed directly adjacent to the hub. The body material appears flattened and is pinched within the catheter hub. The needle was removed and dried blood was observed on the needle cannula. Water was injected into the introducer catheter with the distal tip occluded to leak test the catheter. Water droplets were observed forming at the location of the defect in the catheter when pressurized. The introducer catheter was connected to a lab inventory 10ml syringe and water was aspirated into the syringe. Significant air was drawn into the syringe along with the air. The process engineer was contacted and it was determined that the defect is likely a manufacturing issue related to the molding process. A device history record review was performed on the introducer catheter and no relevant findings were identified. The customer report of the introducer needle leaking was confirmed through evaluation of the returned sample. Visual examination of the introducer catheter revealed that the catheter body is deformed directly adjacent to the hub. The body material appears flattened and is pinched within the catheter hub. Functional testing confirmed the catheter was leaking from the defect. Based on the appearance of the defect, the probable root cause is manufacturing related. A non-conformance request has been initiated to further investigate this issue.

Event description:
The customer reports an air leak from the catheter of the "catheter-over-needle" during insertion. The user was not able to pull the plunger of the syringe and blood could not drain into the syringe barrel. A new kit was used.